Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 implantable tachy lead, implanted: (B)(6) 2005; d284drg implantable cardioverter defibrillator (ICD), im planted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received a shock while in a hot tub. It was further reported that a review of electrograms noted sixty cycle noise on both the atrial and ventricular leads. The device and leads remain in use. No further patient complications have been reported as a result of this event.